Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised. As reported: "she presented with a dislocated hip. She claimed it happened once before while practicing yoga. Dr. Opted to change her head/liner construct to an mdm construct." Rep confirmed that the head had come out of the liner and that no further information will be released by the hospital or surgeon.